Manufacturer narrative:
Varian's preliminary investigation suggests that the reason for the save error is likely due to a patient ID change by the user, while loaded on treatment. The treatment daemon is searching for the patient (id1) using plan uid, series uid and study uid, in order to store the modified plan and the treatment history records. As a result, a different patient with id2 is returned; while searching by patient id1, no patient could be found. Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though the initial investigation suggests user error, varian has determined that a MDR is appropriate, as the safety implications of this issue have not yet been fully assessed and should this possible malfunction recur, this issue may potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation/risk hazard analysis.

Event description:
The customer reports that acquired mv images have the incorrect patient ID and wrong date time stamp. As a result, when the images were imported they appear as a cine image in offline, which is incorrect. Patient ID of acquired image did not match the aria patient ID, although it was the correct name and image for patient. In pinnacle, the patient ID was incorrect. The dicom viewer showed the acquired image patient ID matched that of the patient in pinnacle where drr was generated. Note: if no images are acquired the treatment saves successfully. (This is what was done on day 2). The images imported without error however the date time stamp of some images were off by one hour. The four exposures for each field had date time stamps that were the same, so when viewed in off line review, the software grouped them as cine images when they were not. Since four of the images had the correct date time stamp of around 11:30, these images saved to one session. The next set of 16 images had a time date stamp of one hour later, so it saved to a different session in offline review. This second session also shows the treatment in the timeline.